Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain at the implant sight with and without device use. In addition, the recipient experienced decreased performance. Device testing revealed results within normal limits. The recipient was given pain killer, however, the issue did not resolve. The recipient's device was explanted. The recipient healed following surgery.